Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that they last met with the patient in august and the ins was in a location such that it makes it tricky to recharge. The rep reported that the patient hadn¿t charged since august and the patient reported difficulty charging her ins. The rep reported that on the day of the report they were unable connect with the ins or charge it. The rep reported that they had tried using a different controller and recharger and this didn¿t resolve the issue. The rep reported that they were only seeing the ¿no device found screen.¿ the rep reported that they had tried choosing both ¿try again¿ and ¿recharge¿ options on this screen but this hadn¿t resolved the issue. The rep reattempted to charge the ins and was able to get into passive mode recharging. The rep was getting 96 and 97 as well as lower numbers. The rep reported that after some time in passive mode recharge, they transitioned to the normal recharge screen by the end of the call and was getting excellent quality. The rep reiterated that the patient¿s ins implant location made it more difficult to charge the ins sometimes. No further complications were reported.